Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 5/17/2019. Device returned to manufacturer: yes. Device evaluation: the product was received dry in a jar. The product was disinfected according to procedure wv0491. The product was inspected by a qualified inspector using a microscope with 12x magnification it can be seen that the lens is damaged by tweezers on both sides of the lens. No other anomalies were identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4), and CAPA-010215.

Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that post implant of a model zct150 21.5 diopter intraocular lens (iol) into the patient¿s left eye, there was hyperopic surprise. The iol was still on axis showing refraction of +1.50 -1.25 x 71, hyperopia had gradually increased since the iol was implanted in the eye. The patient experienced blurry double vision in both distance and near vision. The lens was subsequently explanted and replaced with a model zct225 22.5 diopter lens. At explant it was reported an incision enlargement was required, however later information provided stated there were no complications. Patient outcome post exchange was not provided. Visual acuity pre-operative 20/60. Visual acuity post-operative 20/40+1. No further information provided.